Event description:
It was reported that during a follow-up visit, 17 episodes in vf zone were observed. The episodes were double counting of the atrial signal and ventricular signal. An x-ray showed the ventricular lead dislodged. The lead was repositioned successfully.

Manufacturer narrative:
All information provided by manufacturer, no medwatch form was received.